Event description:
Per the narrative as captured in attachment 30 of the cypher annual report, year 4: in 2002, this patient underwent the index procedure with placement of the assigned stent in the proximal lcx. The angiographic core lab reported a 317% final residual stenosis with no dissection and timi iii flow. The post-procedure course was uncomplicated and the patient was discharged the next day, on asa and clopidogrel. Protocol re-study eight months post index procedure, in the presence of study three months later, which reported ischemia detected by ECG and in the absence of recurrent angina, revealed a 73% in-stent restenosis with the presence of thrombus and timi iii flow reported by the angiographic care lab with the notation of "tlr performed". The patient underwent successful balloon angioplasty in the proximal lcx. Additional information has been requested and will be submitted within 30 days of receipt.

Manufacturer narrative:
This bx velocity stent is not distributed in the us; however, it is similar to us distributed vx velocity stent.